Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 100 mm abdominal aortic aneurysm. Approximately 3 years later, a CT was performed where an endoleak type 3a and aneurysm enlargement were noted. It was stated that the endoleak was between etbf32-16-166 and etlw16-24-93. The event was treated with a excluder implanted to the junction region. Aneurysmorrhaphy was also performed . The endoleak was resolved. As per the physician, cause of the event was patient's anatomy. It was stated that since the aneurysm had increased, the blood vascular morphology had changed, which could have caused the overlap of the junction region to become loose. No additional clinical sequalae were reported and the patient is fine.